Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The endowrist stapler 45 instrument was returned with the reload inside and the grips closed. An in-house stapler release kit (srk) was used in hole two to open the grips and remove the reload. The electrical continuity was tested with a multi meter and passed. The instrument logs showed that the instrument failed homing twice due to low rom. A low rom failure would cause the grips to lock. The instrument was found to have the tip of the srk broken off and lodged into hole one of the stapler. Upon visual inspection it was found that both grip cables were loose at the distal tip but no visible break. The instrument housing was removed to find one of the instrument grip cables was broken at the proximal end. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the endowrist stapler 45 instrument jaws would not open requiring the site to use the stapler release kit (srk) tool to attempt to open the jaws. The srk tool broke in the endowrist stapler instrument housing resulting in the instrument grips not opening due to the breakage. Although this did not cause an adverse event, if this malfunction were to reoccur this could necessitate medical intervention if the instrument grips were closed on patient tissue.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, the endowrist stapler 45 instrument was used with a white vascular reload; however, the reload was not recognized. The instrument was removed but the jaws would not open. The customer attempted to use the stapler wrench but was unsuccessful. The procedure was completed using another stapler instrument and reload. On (B)(6) 2017 intuitive surgical, inc. (Isi) contacted the robotics' coordinator for the site and obtained the following information. During the procedure the endowrist stapler 45 instrument jaws would not open inside the patient. The surgical tech pulled the instrument out, re draped the drapes and reseated the instrument and introduced it back into the patient; however, the issue persisted. Then the surgical tech pulled the instrument out and tried to open the jaws with a stapler release kit (srk), but the jaws could not be opened. The robotics' coordinator also confirmed that they used a back-up endowrist stapler 45 instrument with another white reload and completed the procedure with no issues. She also confirmed that there was no report of patient harm, adverse outcome or injury.